Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of dilaudid at 3.2 mg/day and 990 mcg/ml of clonidine at 31 mcg/da via an implantable pump. The indication for use was not provided. It was reported a motor stall occurred on (B)(6) 2019. The device was alarming and the motor stall code was seen on the patient's personal therapy manager (ptm). Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was reported the patient was receiving off label medications in their pump. The pump was replaced on (B)(6) 2019. The rep was in possession of the device and planned to return the pump to the manufacturer for analysis. It was reported the issue had been resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included: low back pain and leukemia.